Event description:
Patient reported right side "burning" and has additionally reported "deflation." Healthcare professional later confirmed right side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, g1, g2, h6.

Event description:
Patient reported right side "burning" and has additionally reported "deflation." Healthcare professional later confirmed right side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ deflation: : observed, a crease sharp opening assessed to a fold flaw opening. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ white particles in the surface of the shell. ¿ wear abrasion observed in the device.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation, pain.

Event description:
Patient reported right side "burning" and "deflation". Device remains implanted.